Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Customer complaint of ¿dose port was not working¿ was confirmed through remote dose test. Connection was intermittent between pump and remote dose cord. Also observed intermittent ac port connection. Replaced pwa (printed wireless assembly) board. Performed remote dose test to confirm function. Upon further investigation, found cracked lcd lens. Replaced lcd lens. Found air bubble in uso (upstream occlusion) seal. Replaced uso seal. Found delaminated dso (downstream occlusion) seal. Replaced dso seal. Performed dso/uso calibration and lcd calibration. Software updated to 4.3. Performed pvt (performance verification testing), unit passed all testing criteria. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the dose port was not working. There was unknown patient involvement and unknown patient harm/adverse event reported. The following information was provided by the investigation: found delaminated dso (downstream occlusion) seal.